Event description:
On (B)(6) 2014, it was reported that the patient underwent a transforaminal lumbar interbody fusion (tlif) on (B)(6) 2014. The patient was to have 3 discs replaced; l3-4, l4-5, l5-s1. The surgeon inserted a spacer in l3-4 without problems. Then the surgeon placed the opal spacer into l4-5 space and needed to reposition spacer because it was too far into the interior. When trying to reposition and pull back, the implant holder came off the implant. This delayed surgery for approximately thirty minutes. The third disc (l5-s1) was not replaced at this time. The patient again underwent surgery on (B)(6) 2014 to remove the l4-5 spacer. The spacer was successfully removed and the third disc was replaced without problems. This report is 1 of 2 for complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd investigation was conducted. The report indicates that the opal spacer system includes a straight and pistol grip implant holder (03.803.001 and 03.803.002 respectively). These instruments install the opal spacers. The chu reviewed the associated drawings for 03.803.002 (03_803_002 rev h, 03_803_002_2 rev a, and 03_803_001_1 rev c). The dimensions and tolerances allow for interference with the implant mating surface when the clamp (03_803_001_1) is closed. The material of the clamp is 465 ss and heat treated accordingly. The materials and specifications are adequate for the device's intended use. The teeth on the clamp do not appear to be worn. The implant will not be returned at this time. The surgeon may not have fully tightened the implant holder while trying to reposition the implant or the ability of the implant to be repositioned may have been impeded by the patient's anatomy causing the instrument to detach prematurely. The chu engineer could not replicate the complained condition as the implant was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.